Event description:
In 2005, pt fell and subsequently lost link with device. The pt was seen for device evaluation. External equipment was exchanged. However, the problem was not resolved and excessive swelling was noted at the time for evaluation. Thirteen days after the fall, the pt was tested again following swelling improvement at which time it was confirmed the pt's c1 device was no longer functioning. Surgery to explant the pt's device was scheduled.